Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a patient using nontemplate aligner arch experienced sores in the mouth, gaging, significant difficulty speaking and these symptoms worsened with additional symptoms of severe headaches which require continuous pain medication and impaired hearing. The patient sought medical assistance due to the severity of the symptoms. The healthcare professionals consulted confirmed the diagnosis that the use of the aligners adversely affected their jaw.